Event description:
A dexcom sensor should last 10 days. I've have mine on for 7 days and it's been itching and burning. I couldn't take it anymore so I took it off today. I found my skin underneath the adhesive looked like a chemical burn - very red, flaky, blisters and irritated. FDA safety report ID # (B)(4).